Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test and self-test. Unit was received with intermittent gray screen during testing, problem isolated to all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen turns gray like the pixels are mess up . The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.